Event description:
Baby was placed on ECMO one day post operation for hypoplastic left heart syndrome. Pressure difference pre- and post-oxygenator membrane rose to 300 mmhg; later to 500 mmhg. Act's were 180-220 seconds per protocol. Inspection of the oxygenator did not reveal any shifting of the membrane. The baby did not improve with ECMO support and expired.